Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll tip 1ml had scale markings issues on 40 occasions. The following information was provided by the initial reporter: smudging of the lines and wordings.

Event description:
It was reported that syringe 50ml ll tip 1ml had scale markings issues on 40 occasions. The following information was provided by the initial reporter: smudging of the lines and wordings.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 58581. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, five physical samples were received for evaluation by our quality team. Each sample came in a sealed packaging blister and a visual inspection was performed. First, the top web was inspected of each of the packaging blisters. All the graphics are acceptable and no defects were observed. The scale marking and the numbers on the syringe are correct with no defective printing. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: as no defect was observed, a root cause could not be offered. Probable root cause could not be offered since the samples received didn't show the symptom reported by the customer. Rationale: further action has not been determined necessary at this time.